Event description:
It was reported that during a colectomy procedure, before the 1st firing (with blue reload), the device could not be opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted baxter's technical service center reporting that the patient line had inadvertently become separated from the transfer set and the fluid from the dwell drained out in the bed. The home patient (hp) then reconnected to the homechoice (hc) machine and attempted to resume therapy. The technical service representative (tsr) advised the hp to close all the clamps and transfer set, and then assisted the hp to end the therapy. The hp would finish manually. The tsr explained the hp to report the line separation incident to his peritoneal dialysis nurse as soon as possible. The hp voiced understanding. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sled movement premature the (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.